Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm and a left common iliac artery aneurysm with three gore excluder aaa endoprostheses. It was reported the devices were implanted with no issues. Final angiography showed resolution of both aneurysms, and the patient was taken to recovery. While in recovery, the patient had a hypertensive emergency (cause unknown), was treated with medication, and was transferred to the intensive care unit in stable condition. Later that evening, the patient reportedly lost pulses in both legs and was complaining of pain. Angiography reportedly revealed thrombus within the grafts and no blood flow distal to the renal arteries. It was reported there appeared to be a large piece of thrombus at the proximal end of the trunk just below the renal arteries, the distal right common artery was narrowed considerably for the last 1 cm, and the right proximal external iliac artery appeared narrow and very tortuous. A thrombectomy was performed to remove the thrombus, and an additional device was implanted for distal extension on the right side. It was reported that during the thrombectomy, the right hypogastric artery became occluded with thrombus. Final angiography revealed good blood flow through the proximal common femoral arteries, but it was reported pulses were still not present distal to the repair. Additional angiography revealed thrombus within both proximal superficial femoral arteries. After a bilateral embolectomy was performed, a bilateral femoropopliteal bypass was performed, which reportedly resulted in the restoration of the pulses in both distal extremities. The patient tolerated the procedure and good blood flow was reestablished to the distal extremities.

Manufacturer narrative:
Concomitant medical products: patient medications include norvasc, ascorbic acid, symbicort, cipro, flagyl, hydrochlorothiazide, metoprolol, multi vitamin concentrate.additional devices implanted and involved in this event: pxl161007/1677104 and pxc141000/11030760.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected device information: (B)(4)/11677104.